Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Additional information was received from the patient. The patient said what h appened was their remote was just not seeing the device at all. They have 2 devices and sometimes they get confused. They tried taking out the battery, leaving it out for a while, putting back in and it was just not doing anything. What happened in jan was they were using the left one for my lower body and had it hooked up to the paddle and still would not see the device. They did exchange it (the controller) and they haven't had any problems with it since. Pt then said: "do I have occasions when, and I try to even use the paddle but that won't work. I do have problems sometimes with either remote for my upper and lower body, saying can't find device, and I will have to hook up the remote to it and will ask if that is the correct serial number and then will work fine" they think it is because their lower body is on an extremely high setting, to the point where when moved to al , they had to meet a rep to get one of my settings changed, the rep didn't know it could go that high. So they don't know if it's because of that or what. Agent reviewed if the controllers are mixed up and pt tries to use a controller with the ins it was not paired with, that could mess up the pairing/communication and pt would have to re-pair to an ins. Pt said they think that probably is it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt reported the remote continuously had issues which started pretty quickly after ins was placed. It would keep prompting pt to set it up/pair it and stuff like that. There were some things that came up and pt had to reset it. A lot of times ins will be charged to 60% or 20% but the controller would say 'finished'. Today pt needed to recharge. Implant was at 30%. The controller got stuck on checking the recharger screen # 89. Pt tried the recharger from the other controller and it got stuck on checking the recharger as well. Pt saw no damage. Reviewed to clean the pins. An email was sent to repair to replace the controller. Pt then said the other controller  had to be either put right over on top of ins or pt has to plug in the paddle to be able to connect. Sometimes it connected and sometimes it did not, with and without the recharger. Pt said they always have recharger with in case pt has to change the upper body settings and the controller does not work without recharger. Pt thought it could probably be because their lower ins was set so high and maybe this one won't read because of the interference strength from the other side. Pt noticed that the relay box on one of the rechargers got hot last time pt charged. Asked, pt did not know which recharger it was. Reviewed if pt notices it again to call back. No symptoms were reported. 2023-mar-14: additional information was received from the patient. They reported that their upper body implant controller does not connect to implant unless their paddle was hooked; otherwise pt will see screen no device found. Pt stated this issue happened since they got the controller. Pt stated they see settings unavailable when they try to adjust their simulation about 4-5 days ago. Patient services (pss) redirected pt to manufacturer representative (rep) and healthcare provider (hcp) to check settings unavailable screen and to help pt unpair and repair the controller to their implant. Pss advised pt to call back if their rep was unable to help them with the controller issue. Pt stated they have an appointment with their hcp next week monday. Pss provided national answering service (nas) number. 2023-aug-09: additional information was received from the patient. They reported that they have rather continuous problems with both unit remotes on and off. They won't see the battery without the use of the charging paddle. When pt contacted the rep - after the 1 time their upper stim did turn on while with the rep and patient checked - it would not until recently. The rep said they believed the connections to the battery were not making good contact. Rep felt patient needed surgery to fix it. Pt said that wasn't much of an option. Patient reported that last year and until late june this year, patient had many falls. Patient said it seems the last fall when patient fell directly backwards, possibly the connector got pushed in all the way. Pt now has been able to actually use it; its meant to be used.